Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) upon device power up in the medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h2, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, 'system error 345' was reproduced. A review of the event history revealed ' system error 345 '. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic and force sensors. The ultrasonic and force sensors requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.